Manufacturer narrative:
It was reported that the plumepen ultra x 3 malfunctioned and needed to be replaced. On two, the plastic extender would not lock into place and kept sliding. The third handpeice's plastic cracked and broke. The plumepens were sequestered and packaging was saved. Esu set to 30 coag/30 cut. They did not retain the product. There is no further information to be obtained.. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The plumepen ultra x 3 malfunctioned.